Manufacturer narrative:
Sensor (B)(4) was returned and is currently under product return investigation. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre 2 filament remained in arm after sensor removal. The customer reported he was unable to remove filament himself, had contact with a healthcare professional who removed the filament. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported the adc freestyle libre 2 filament remained in arm after sensor removal. The customer reported he was unable to remove filament himself, had contact with a healthcare professional who removed the filament. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Upon visual inspection, no issues were observed. Sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug assembly. A severed sensor tail was observed. The sensor was sent for further investigation. Although the sensor tail was observed to be severed, it was concluded that there was no indication that the product did not meet specification. Sensor measurements and a tripped trend review for the sensor¿s lot was conducted, and no anomalies were identified. The returned sensor passed all inspect sample pack (isp) testing. Due to the in-process quality checks, the severed sensor tail could have been sustained upon removal from the user. During visual inspection, no other damage was observed of the internal components of the puck. Therefore, it is not confirmed.